Event description:
It was reported that high impedance was detected on the patient's generator intra-operatively. The patient's old generator was unable to be interrogated due to battery depletion prior to surgery. When it was replaced, the new generator showed high impedance. The lead pin was reinserted multiple times, but high impedance did not resolve. The patient's lead was replaced and high impedance resolved. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted lead generator was received for analysis. Product analysis was completed on the returned generator. Analysis verified normal battery depletion the device performed according to functional specifications of the current automated post burn test. Therefore, the electrical performance of the generator, as measured in the pa lab, will be used to conclude that no abnormal performance or any other type of adverse condition was found with the generator. Product analysis has not been completed on the returned lead to date. No further relevant information has been received to date

Event description:
Product analysis was completed on the returned lead. Note that a portion of inner silicone tubing and quadfilar coil including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During analysis, a lead fracture was identified in the positive and negative coil near the anchor tether. At the fracture site, they were mechanically damaged with pitting. No other obvious anomalies with the lead were noted. No further relevant information has been received to date.